Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9676 batch 022129, was received for investigation stuck inside the shaft of mating part, ar-9597-10. Visual evaluation noted that the shoulder of the ar-9676 is sitting flush against the sleeve of its mating part. Functional testing was not possible due to the condition of the devices. The most likely cause is attributed to misuse due to interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer got stuck in the ar-9597-10 sleeve. This occurred during a reverse total shoulder (B)(6) 2024 and could not be taken apart.